Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that the pump was dropped twice leaving a crack. Customer's blood glucose reading was 108 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a scratched reservoir tube window, a broken belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. No unexpected blank display was noted. No damage was noted on the isolation tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.